Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The 80-0728 1.5 mm hex driver tip, locking groove was returned for evaluation. The screw involved in this event was not returned as it remains implanted. The returned part was examined with magnification. There were no notable incidents of surface oxidation or wear; other than breakage, the surface appeared as expected. A portion of the hex drive feature was missing, and the hex drive terminated abruptly in a fracture plane. There was breakage at the hex drive feature; the fracture plane was oblique to the axis of the instrument and mildly cupped with minimal texturing. This portion had a jagged edge, but no significant indicators of necking or ductility. The returned river was measured. The overall length measured at 2.6925 inches, and the missing portion was calculated at 0.0575 inches. The surface condition (lightly textured, mild cupping, no notable necking/ductility) indicated a brittle failure mode. Brittle failure modes most commonly occur under overloading or overtorquing events where large forces/torques are applied suddenly. However, due to unknown procedural conditions, no definitive conclusion can be made.

Event description:
During the procedure, the surgeon used the drop in drill guide with the 2.0 drill through the plate and targetting guide. The surgeon was using the cruciform driver handle with the 1.5 hex driver tip to put a 2.3 locking screw in the distal row of an acu-loc2 standard vdr plate. As the surgeon was inserting the screw, the screwdriver tip broke off and got lodged in the head of the 2.3 lock screw. After 15+ minutes of attempting to get the hex out of the screw, the surgeon decided to leave the screw as is because the screw was seated in the plate. The procedure was completed, and the screw with the broken driver tip remains implanted. This report is related to report number 3025141-2022-00123 for the screw involved in this event.